Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device replacement procedure, there were multiple episodes of inappropriate automated mode switch noted due to noise resulting in oversensing on the right atrial (ra) lead. The ra lead and the right ventricular (rv) lead were intertwined, and there was insulation damage observed on the ra lead. The lead was capped and replaced, and the measurements of the new ra lead and existing rv lead were acceptable. The patient was stable with no consequences.